Event description:
Complainant alleged that while attempting to analyze a (B)(6) pt, the device self discharged. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received for eval and this complaint is still under investigation.